Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944 implantable defib lead: (B)(6) 2002. 4068 implantable pacing lead: (B)(6) 1997. 6725 implantable lead adaptor: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was an atrial bipolar lead impedance warning due to lead impedance spikes up to greater than 3000 ohms. It was also noted that there was questionable atrial capture on the electrogram. It was later reported that the lead was also oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.